Event description:
It was reported that during a carotid artery stenting treatment procedure, the patient experienced thrombosis, stroke and tia (transient ischemic attack). The target lesion being treated was located in the left internal carotid artery (ica). After device preparation, the patient was symptomatic with high stenosis located in the left internal carotid. The physician used a filter wire ez and deployed a non-bsc stent without predilation. After post-dilation, the filter wire "seemed to be full of thromboses." It was also reported that crescendo tia with stroke occurred after closing the filter. The magnetic resonance imaging (MRI) showed multiple small infarctions in the left hemisphere. Three months post index procedure, the patient was doing well without "sequelae." Control duplex scanning revealed good anatomical result with good flow in the internal carotid artery (ica).

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could nt be reviewed. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure, and is noted within the dfu.